Event description:
The valve was implanted (date unknown) and in july 2000 the pt developed a pooling of fluid around the valve. An x-ray was taken that indicated a fracture where the valve connected to the siphon guard. It is reported that the device may have been damaged on the initial implant.